Event description:
It was reported that the meshgraft ii was not meshing the skin uniformly. Additional clinical follow up with the hospital indicated that the harvested graft was meshed with some difficulty and was used to complete the planned procedure. However, the surgeon was not pleased with the mesh and stated it was not optimal. After the procedure, the surgeon had requested that the device be sent for repair.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.